Event description:
A pt experienced a (B)(6) infection. The infection was noted as having resulted from a device implant surgery. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).